Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited high thresholds. During the rv lead revision procedure, re-position/placement difficulty was encountered. Subsequently, the rv lead was explanted and replaced. It was also reported the right atrial (ra) lead exhibited high thresholds. The physician reported, difficulty was encountered with subclavian access during rv lead revision. Physician reported occlusion or tortuous anatomy. As a result, the ra lead was not explanted and remains in use. No patient complications have been reported as a result of this event.